Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low and elevated blood glucose (bg) levels ranging from 35-555 mg/dl. Cause was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.